Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that following surgery to repair and reconstruction of the bladder neck and prostate, the patient had an artificial urinary sphincter cuff component implanted. Only the cuff component was implanted at the time as the impression was that it would be too difficult to implant at a later date. The patient had the cuff component removed several months later due to infection and apparent erosion. The patient was still wet. Pelvic fracture related injuries of the bladder neck and prostate, their nature, cause and management. Anthony r. Mundy and daniela e. Andrich institute of urology london, UK accepted for publication 26 june 2009.